Event description:
It was reported that when using the bd pyxis¿ medbank mini, items were not available for override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the items were not available for override. A technical support specialist remoted into the system and identified stuck records that were not synchronizing properly, updated the url and restarted application service provider synchronization (asp), after which all records synchronized successfully, checked medbank myqlink (mql) and confirmed that the on hand quantity for prednisone 5 mg was 4, while the issue quantity entered was 6, then advised customer to attempt issuing the medication again. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.